Manufacturer narrative:
Information contained in this record was previously submitted through psr on 15oct2018 and 22apr2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details cannot be requested at this time. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Health professional reported right side pain, rupture, and "fluid between the muscle and the prosthesis." A capsulectomy was performed and the device has been explanted.